Event description:
The device reportedly was being used to deliver external pacing therapy to a patient and reportedly stopped pacing by itself. Pacing was started again and intermittently stopped again. The device operator reportedly was able to keep the pacer on by pressing on the therapy connector. There were no adverse effects to the patient as a result of the reported event.